Event description:
Contact reported that the 4 locking cams on a skyline cervical plate would not turn. The screws were placed bi-cortical, so the surgeon felt that they would not migrate and left the plate in place. There was no adverse patient consequence as a result of this situation. As a malfunction of this nature could result the need for surgical intervention, an MDR is being filed to document this event.

Manufacturer narrative:
A review of the device history records for this product found no anomalies. No other complaints of this nature have been reported to date for this product. Device was not returned an no conclusions can be made.